Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm after a low reservoir warning. The blood glucose reading was not given. She stated that the insulin pump had not been dropped or exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.